Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. The event was reported by the patient. However, physician's contact information has been provided. (B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 21, 2019 that spaceoar was implanted during a spaceoar implant procedure in the perirectal fat performed on (B)(6) 2019. Reportedly, fiducial seeds were placed along with the spaceoar gel and there were no issues noted during injection. According to the complainant, on (B)(6) 2019, the patient went for a follow-up magnetic resonance imaging (MRI) and complained of intermittent urinary retention and urgency. The oncologist recommended a general practitioner (gp) visit to check for urinary tract infection (uti). The test was positive and moxicam was used to treat the infection. Reportedly, the symptoms were not improved by the antibiotics. On (B)(6) 2019, the oncologist informed the patient that the gel was noted mainly in the prostate and that radiation treatment will be postponed for six months to allow for complete breakdown of the hydrogel. As of (B)(6) 2019, the patients symptoms were still intermittent but manageable. As of (B)(6) 2019, the patient's urinary retention was becoming more problematic and there are plans to place a catheter.